Event description:
Wife of home patient (hp) reports difficulty priming pt line of apd set. Hp uses one 12 ft. Extension set for pt end with homechoice set. Hp was able to prime lines after several reprime attempts. Per hp's wife, no pt injury or med intervention was required as a result of incident.